Manufacturer narrative:
Concomitant medical devices: 6940-52, lead, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered due to lead noise and short v-v intervals and non-sustained episodes were noted. The patient received four inappropriate shocks. The right ventricular (rv) lead was suspected to be fractured as high/undefined pacing impedance and high thresholds were noted. The lead was capped and replaced. No further patient complications have been reported as a result of this event.